Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that after each endoscopic retrograde cholangiopancreatography (ercp) procedure the scope is cultured. If the scope cultures positive it re-cleaned and re-cultured. In this case, the customer was unable to complete the re-cleaning process due to the leak and the scope washer would not complete the cycle. The scope was re-cleaned in the facility¿s sink manually. In addition, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The scope was returned and is pending evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the duodenoscope cultured positive for rothiadentocariosa after reprocessing. The scope was placed in the sink for re-clean, when the technician noted a leak at the seam where the elevator channel and the "4" button are connected." There was no patient infection reported.

Manufacturer narrative:
This supplemental report is being submitted to report additional information from the customer. Please see the updates in sections. The facility's gi safety quality specialist states that the positive culture tag that was received with the scope is part of the facility's internal process. The safety specialist reported that there was no patient involvement. The safety office stated that scopes are cultured after every procedure and if a positive result is obtained the scope is quarantined until negative results are obtained. The safety specialist also, stated that the facility does not report their positive device cultures outside of the facility. The customer does not want the scope to be sent to nelson labs the facility would like the scope evaluated and returned. A reprocessing observation/in-service was offered and the customer declined as the facility has a disinfectant team to provide internal training. The site does not eto sterilize scopes. The customer reported that cleaning and disinfectant solutions used with the endoscope is endozime enzymatic cleaner for manual cleaning and rapicide in our aer. The customer¿s automatic endoscope reprocessor medivator advantage plus (B)(4). The minimum effective concentration being checked after every scope cycle in the aer. The endoscope channel is being brushed during manual cleaning with a steris single use¿us endoscopy 00711609. Pre-cleaning is being performed immediately after a procedure as follows: scope is wiped down with first step pre-cleaning liquid, and fluid is aspirated into scope, air is forced out of the scope with the air-water channel adapter. Single manual sink cleaning, and run twice through aer. The endoscope is being leak tested prior to manual cleaning with a olympus mu-1 leak tester. There have been no problems noted with the aer. The last pm for the aer was weekly, monthly, and every 3 and 6 month basic maintenance and filter changes. Last general pm---1/20/21. There has been no change in the facility¿s reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope as annual education and competency verification is done at the facility. The endoscope is being stored in the endoscope storage cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the DHR (device history record) found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of DHR confirmed that the subject device was shipped in accordance with specifications. There was no report on the subject device being used in procedure after the suggested event was confirmed. The suggested event was positive culture test, not defect of the device. Injury or infection was not reported. The user reported positive in culture test performed at the user facility. However, the result was not disclosed. Since the device was not culture tested by third-party labs as the user declined the third party culture test , the suggested event was not reproduced. Since the user did not wish to take reprocessing training, there was no information on reprocessing environment at the user facility. The root cause cannot be conclusively identified. Based on the results of the investigation and information gathered, leakage was confirmed from the report by the user, which may have contributed to occurrence of the suggested event. Though the root cause of the event cannot be specified, the following were assumed. Reprocessing conducted by the user was deviated from the reprocessing recommended in IFU (instruction for use). Contamination occurred at microbiological sampling. As stated on the IFU (instruction for use) the user manual states: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. To date, the customer per the service record obtained a fully refurbished unit replacement. The subject device was placed in olympus biowaste.